Event description:
It was reported by the customer the huber needle broke over the weekend. It was accessed for ~5 days and was a 19g, 0.75 inch needle." No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant. Device not returned for evaluation.